Event description:
Additional information stated, the patient met with their doctor on (B)(6) 2012. It was stated, the ins was no longer functional "probably due to charging issues". It was also stated, the patient had ongoing back and leg pain and neck and arm pain. A paddle lead placement was discussed. It was stated, the patient had otherwise remained stable. Simple evaluation and assessment reprogramming of the ins was done. It was determined that the ins was no longer able to be activated. The patient was also seen on (B)(6) 2013 and it was stated, the ins was "clearly dead". The patient was clear that when the "stimulation was working, it controlled the pain in the back and left leg and also in the right leg". Her ins had been non-functional for quite some time. Follow up was planned for one month to discuss ins removal and replacement of two leads.

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy and was working with her healthcare professional or manufacturer representative. No appointment dates were reported.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v006158, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect with symptoms of "increased baseline" pain in her legs and back. The reporter stated that the device hadn't worked for "a long time" but there was no known accident related to the complaint. An attempt had been made previously to try to replace it but the patient wasn't able to at the time. However, the patient's condition had "worsened" and she wanted to schedule a replacement. It was noted that "extra leads" were going to be implanted. If additional information is received, a follow-up report will be sent.